Manufacturer narrative:
Actual product was not returned as customer used all strips and had no product left to return for testing. Retention samples of the same lot of test strips involved in the incident were tested and performed to specification. No product left to return.

Event description:
Caller indicated the relion micro meter was giving variable readings. Customer took a reading of 27 at 11am (felt no symptoms of low blood sugar)- drank a soda- retested 10 min later with reading of 253 - retested 10 min after that with a result of 34 - rested again and result of 271. First time they have had those types of varying readings. Strips opened at end of april - stored correctly. Controls not used.